Event description:
A customer complaint was confirmed involving a ¿vent service required¿ alarm related to error code e-59, indicating a battery charging fault. Upon inspection, the device log confirmed the presence of this error. The system pca was identified as faulty and required replacement. Additionally, as part of a four-year preventive maintenance, the muffler assembly and air inlet foam filter were also replaced. The device software was upgraded to version 1.06.10. After completing repairs and maintenance, the unit passed final functional testing.